Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization of a median brain artery aneurysm (3.8*6.4mm), the third coil (orbit mini complex fill 2x2-637mf0202/15370955) was found stretched during repositioning in the aneurysm. The device was changed to another one to complete procedure without loss of target site, and through the same echelon 10 (mc) microcatheter. During insertion or any other time, no resistance was met, and no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. No kinks were noted in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. No further information was provided.

Manufacturer narrative:
During a coil embolization of a 3.8x6.4mm, orbit mini complex fill 2x2 (637mf0202/15370955) was found stretched during repositioning in the aneurysm. The coil remained attached to the delivery system and the device was changed to another one to complete procedure without loss of target site. The next coil was inserted through the same echelon 10 (mc) microcatheter. There was no resistance during insertion or at any other time. No additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. It is not known if during repositioning the coil was left in the aneurysm while the microcatheter was repositioned, which the IFU cautions may lead to coil damage. No kinks were noted in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. Other than the reported event, no other damages were noticed with any other section of the device coil; it was not detached, separated, fractured, etc. There were no damages to the delivery system/introducer. No further information was provided. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented with several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope through the introducer and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks found on the device and the stretched condition of the embolic coil condition could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place to prevent this type of failures from leaving the facility. It is possible that procedural manipulation during repositioning contributed to the event; however, with review of the available information there are no identified contributing factors. Based on the procedural information and analysis of the returned device no root cause conclusion can be made. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope through the introducer and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.